Event description:
Critically ill pt being prepared for transport decompensated while still hooked up to ventilator. Ventilator working at the time without alarms, but pt's chest had no rise and fall in coordination with the ventilator. Pt was a dnr. Pt had recent discharge from outside medical facility. Pt arrived to the emergency department via ems with recent onset of tongue and throat swelling from unk allergic reaction. Ed physician unable to intubate with oral tube and resorted to cricothyrotomy. Pt was then being prepared for transport to ICU of another facility via aircare. Shortly after pt was suctioned the pt decompensated. Paramedic noticed that vent was operating but the pt had no chest rise and fall. Pt lost pulse and dnr was followed. In house biomedical engineer examined ventilator and found the ventilator operational without any obvious mechanical issues. Philips rep made site visit and also found ventilator to be operational without any obvious mechanical issues.